Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. Boston scientific technical services (ts) discussed to consider reprogramming and to change sensitivity that will help with sensing these variable amplitude r waves. This lead remains in service. No adverse patient effects were reported.